Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure in 2009. According to the complainant, "during follow up with the patient, the patient's right leg where the tubing was laying there is redness". Follow up information received in the same month, confirmed that a burn had occurred and classified, at that time, as "2nd degree". The burn was treated with neosporin and the patient was reportedly "doing well". The procedure was completed with this device and there were no further patient complications reported with this event. Although another attempt was made to obtain additional follow up regarding the burn, there is no further information.

Manufacturer narrative:
The complainant has indicated that the product has been disposed; therefore a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed.